Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the cds was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The sgc referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during use with the clip delivery system (cds), thrombus was observed. During removal, the clip caught on the steerable guiding catheter (sgc) soft tip and required surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The cds was advanced. Visualization was difficult while the cds exited the sgc, so subtle movements were made to get the clip in plane. The visualization was better, and straddling was performed. Thrombus was then noted on the clip; therefore, the cds was retracted, possibly too quickly, and the clip became caught on the sgc tip. The clip was slightly opened and advanced in an attempt to free it from the tip, but was unsuccessful. The patient became slightly hypotensive and a pericardial effusion was observed. The clip was tightly closed on the soft tip, and the devices were retracted to the femoral vein. There was resistance between the clip and the vessel; therefore, the devices were left in place and a pericardiocentesis was performed to treat the effusion. A cut-down procedure was then performed to remove the cds and clip. After removal, it was observed that the clip was only attached to the shaft with the lock and gripper lines. Additionally, the soft tip of the sgc was torn. No clips were implanted and the mr remained at 4. The patient was confirmed to be stable post-procedure, and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of thrombus, hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported clip becoming caught on the steerable guide catheter (sgc) soft tip, resulting in difficulty removing the device appears to be a result of user technique. The reported resistance with the anatomy and subsequent clip detachment were cascading effects of the clip becoming caught on the soft tip and therefore a result of procedural conditions. A cause for the reported patient effects could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.